Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was pushed through the endoscope and deployment steps were followed. The clip was able to grasp and lock onto tissue, but was stuck and did not release from the catheter to deploy. Reportedly, the clip had been torn off the catheter with a lot of force, and the clip came loose and eventually deployed onto tissue. Following the deployment, a kink at the tip of the catheter was observed. The procedure was completed successfully with additional resolution 360 clip devices. The patient condition at the conclusion of the procedure was reported to be fine. The patient has been fully recovered.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter close to the bushing was severely kinked, indicating that there may have been difficulty faced when attempted to release the clip from the catheter. Microscope examination was performed, and it was noted that the bushing had no other discernible failures observed. However, the hypotube position on the control wire was further out than normal. Dimensional analysis was performed between the hooks of the bushing using the latest effective version of scope, and both sides a and side b were found to be within specification. Additionally, x-ray analysis was performed, and it was possible to observe that the control wire inside of the hypotube did not appear to have any damaged. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A manufacturing batch record review was unable to be performed as the lot number is unknown. A ship history review was performed to identify the most probable lots, and no matching lot numbers were found. Therefore, a DHR history review on the most probable lots was also unable to be performed. However, boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications prior to distribution. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was pushed through the endoscope and deployment steps were followed. The clip was able to grasp and lock onto tissue, but was stuck and did not release from the catheter to deploy. Reportedly, the clip had been torn off the catheter with a lot of force, and the clip came loose and eventually deployed onto tissue. Following the deployment, a kink at the tip of the catheter was observed. The procedure was completed successfully with additional resolution 360 clip devices. The patient condition at the conclusion of the procedure was reported to be fine. The patient has been fully recovered.